Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock post-implant. A technical services consultant reviewed the device data and found that a sudden morphology change had occurred, and artifacts were observed on the secondary and alternate vectors. It was possible there was a hole in the seal plug causing the artifacts. However, the noise dissipated after the shock. The device was reprogrammed to the primary vector. No adverse patient effects were reported.